Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a versatru forceps tips had dings; was burnt, with the coating peeling. Surgeon switched to another bipolar to complete procedure; no delays reported. There was no report of injury for the patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the complaint is for dings or damage to the tips, tissue adhering to the tips and peeling insulation. The product was cleaned of all biological material after being returned from sterilization and imaging was performed to assess: potential damage to the insulation at the tip/insulation juncture, potential missing insulation at the tips, potential physical damage to the tips, tines and/or insulation. The forceps were found to have significant mechanical damage to both tips as well as the insulation at the tip/insulation juncture on one of the tines. In addition, there was damaged/missing insulation as well at a distance of 6 mm from the tip/insulation juncture on one of the tines. The damage on the tips and tine as well as the damage to the insulation on one tine are mechanical in nature. Meaning that the damage was caused by coming into contact with another mechanical device such as a drill or scalpel. None of the damage could be attributed to normal use (e.g. Coagulation of tissue, tissue resection, etc.). The complaint was verified. However, all the damage was due to the device coming in contact with another mechanical devices and cannot be attributed to the manufacturing process, shipping or normal use. A review of complaint records for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. No further action is required. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.